Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient experienced significant weight loss resulting in their implantable cardioverter defibrillator migrating laterally. The device was successfully repositioned on (B)(6) 2020. The patient's condition was stable throughout the event.

Manufacturer narrative:
Upon review manufacturer report 2017865-2020-02156 should not have been reported as a medical device report (MDR).